Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak testing was performed which revealed a leak coming from a pin size hole located on the back side of the bag (print side down), on the injection point port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva bag for automix was leaking. It was further reported that droplets clearly came out through the sealed side. The bag was filled with myozyme. This issue was observed during while feeling the bag prior to patient use. There was no patient involvement. No additional information is available.